Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("malposition of the right essure coil / concern for perforation/perforation (fallopian tubes)"), uterine perforation ("perforation (uterus)") and device dislocation ("migration of essure device location of device: uterus") in a 42-year-old female patient who had essure (batch no. B53029) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida ((B)(6) 1991, (B)(6) 2002, (B)(6) 2004, (B)(6) 2012), parity 1 and miscarriage in 2011. Concurrent conditions included overweight. Concomitant products included ibuprofen, levothyroxine sodium (levothyroxin), levothyroxine sodium (synthroid) and sertraline (zoloft). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 month 21 days after insertion of essure, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("severe pelvic pain/pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage ("after removal it was found that the device was fractured"), menstrual disorder ("menstruation complications"), hypothyroidism ("hypothyroidism"), abdominal pain lower ("left and right lower abdomen"), back pain ("lower back pain"), pain in extremity ("groins and both legs"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea (cramping") and dyspareunia ("dyspareunia (painful sexual intercourse),"). The patient was treated with surgery (partial removal of the essure device/salpingectomy (bilateral removal of fallopian tubes)) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, device breakage, pelvic pain, menstrual disorder, hypothyroidism, back pain, pain in extremity, bladder disorder, urinary tract disorder and dyspareunia outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, back pain, bladder disorder, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, hypothyroidism, menstrual disorder, pain in extremity, pelvic pain, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: on (B)(6) 2014, it was determined that there was malposition of the righ essure coil and there was concern for perforation and severe pelvic pain and it was believed that the device would be easy to pass. Plaintiff was seen by doctor in regards to partially removing the essure device. After removal and upon examination it was found that the device was fractured. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: incomplete occlusion of the right fallopian tube on (B)(6) 2014, it was determined that there was malposition of the righ essure coil. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("malposition of the right essure coil / concern for perforation/perforation (fallopian tubes)"), uterine perforation ("perforation (uterus) / migration of essure device location of device: uterus") and device breakage ("after removal it was found that the device was fractured") in a 42-year-old female patient who had essure (batch no. B53029) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida (on (B)(6) 1991, (B)(6) 2002, (B)(6) 2004, (B)(6) 2012), parity 1 and miscarriage in 2011. Previously administered products included for an unreported indication: mirena. Concurrent conditions included overweight. Concomitant products included ibuprofen, levonorgestrel (mirena), levothyroxine sodium (levothyroxine), levothyroxine sodium (synthroid) and sertraline (zoloft). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 month 21 days after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain/pain"), menstrual disorder ("menstruation complications"), hypothyroidism ("hypothyroidism"), abdominal pain lower ("left and right lower abdomen"), back pain ("lower back pain"), pain in extremity ("both legs"), groin pain ("groins"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse),"), depression ("psychological or psychiatric problem (depression)") and anxiety ("mental anguish"). The patient was treated with surgery (partial removal of the essure device/salpingectomy (bilateral removal of fallopian tubes),) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, menstrual disorder, hypothyroidism, pain in extremity, groin pain, bladder disorder, urinary tract disorder, dyspareunia, depression and anxiety outcome was unknown and the pelvic pain, abdominal pain lower and back pain had resolved. The reporter considered abdominal pain lower, anxiety, back pain, bladder disorder, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, groin pain, hypothyroidism, menstrual disorder, pain in extremity, pelvic pain, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: on (B)(6) 2014, it was determined that there was malposition of the right essure coil and there was concern for perforation and severe pelvic pain and it was believed that the device would be easy to pass. Plaintiff was seen by doctor in regards to partially removing the essure device. After removal and upon examination it was found that the device was fractured. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: incomplete occlusion of the right fallopian tube; in (B)(6) 2014: unilateral occlusion (left tube occluded). On (B)(6) 2014, it was determined that there was malposition of the right essure coil. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2018: pfs received. Following event: psychological or psychiatric problem (depression), mental anguish were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('malposition of the right essure coil / concern for perforation/perforation (fallopian tubes)'), uterine perforation ('perforation (uterus) / migration of essure device location of device: uterus') and device breakage ('after removal it was found that the device was fractured') in a 42-year-old female patient who had essure (batch no. B53029) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage in 2011, multigravida ((B)(6) 1991, (B)(6) 2002, (B)(6) 2004, (B)(6) 2012) and parity 1. Previously administered products included for an unreported indication: mirena. Concurrent conditions included overweight. Concomitant products included ibuprofen, levonorgestrel (mirena), levothyroxine sodium (levothyroxin), levothyroxine sodium (synthroid) and sertraline hydrochloride (zoloft). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 1 month 21 days after insertion of essure. On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain/pain"), menstrual disorder ("menstruation complications"), hypothyroidism ("hypothyroidism"), abdominal pain lower ("left and right lower abdomen"), back pain ("lower back pain"), pain in extremity ("both legs"), groin pain ("groins"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse),"), depression ("psychological or psychiatric problem (depression)"), anxiety ("mental anguish"), fatigue ("fatigue") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and partial removal of the essure device/salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, menstrual disorder, hypothyroidism, pain in extremity, groin pain, bladder disorder, urinary tract disorder, dyspareunia, depression and anxiety outcome was unknown and the pelvic pain, abdominal pain lower, back pain, fatigue and genital haemorrhage had resolved. The reporter considered abdominal pain lower, anxiety, back pain, bladder disorder, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, groin pain, hypothyroidism, menstrual disorder, pain in extremity, pelvic pain, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: on (B)(6) 2014, it was determined that there was malposition of the righ essure coil and there was concern for perforation and severe pelvic pain and it was believed that the device would be easy to pass. Plaintiff was seen by doctor in regards to partially removing the essure device. After removal and upon examination it was found that the device was fractured. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: results: unilateral occlusion (left tube occluded); on (B)(6) 2014: results: incomplete occlusion of the right fallopian tube. On (B)(6) 2014, it was determined that there was malposition of the righ essure coil. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received : event added- fatigue, genital bleeding. Events outcome updated. Reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: the essure insert is made up of flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 23-mar-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced malposition of the right essure coil / concern of perforation (conservatively interpreted as fallopian tube perforation) and after removal it was found that the device was fractured (seen as device breakage). The right essure was removed some months after insertion. There was no information on outcome or on whether a perforation had been confirmed. Fallopian tube perforation was considered serious due to medical significance, device breakage is per se non-serious. Both events are anticipated in the reference safety information of essure. The insertion and use of essure can be complicated by device issues and perforations, particularly if certain risk factors exist. In this particular case there was no anamnestic information, but the plaintiff had started to suffer from severe pelvic pain and unspecified menstrual complications some time after the essure insertion. A hysterosalpingogram (hsg) showed then that the right coil was malpositioned, and removal of the right coil was decided. Given the nature of the events and their temporal course, a causality of essure cannot be excluded (related). The case was regarded as incident because of device removal. A product quality defect could not be confirmed but is considered plausible. Further information is expected only through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("malposition of the right essure coil / concern for perforation/perforation (fallopian tubes)"), uterine perforation ("perforation (uterus)") and device dislocation ("migration of essure device location of device: uterus") in a 42-year-old female patient who had essure (batch no. B53029) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida ((B)(6) 1991, (B)(6) 2002, (B)(6) 2004, (B)(6) 2012), parity 1 and miscarriage in 2011. Concurrent conditions included overweight. Concomitant products included ibuprofen, levothyroxine sodium (levothyroxin), levothyroxine sodium (synthroid) and sertraline (zoloft). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 month 21 days after insertion of essure, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("severe pelvic pain/pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage ("after removal it was found that the device was fractured"), menstrual disorder ("menstruation complications"), hypothyroidism ("hypothyroidism"), abdominal pain lower ("left and right lower abdomen"), back pain ("lower back pain"), pain in extremity ("groins and both legs"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea (cramping") and dyspareunia ("dyspareunia (painful sexual intercourse),"). The patient was treated with surgery (partial removal of the essure device/salpingectomy (bilateral removal of fallopian tubes)) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, device breakage, pelvic pain, menstrual disorder, hypothyroidism, back pain, pain in extremity, bladder disorder, urinary tract disorder and dyspareunia outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, back pain, bladder disorder, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, hypothyroidism, menstrual disorder, pain in extremity, pelvic pain, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: on 11-dec-2014, it was determined that there was malposition of the righ essure coil and there was concern for perforation and severe pelvic pain and it was believed that the device would be easy to pass. Plaintiff was seen by doctor in regards to partially removing the essure device. After removal and upon examination it was found that the device was fractured. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: incomplete occlusion of the right fallopian tube on (B)(6) 2014, it was determined that there was malposition of the righ essure coil. Quality-safety evaluation of ptc: the essure insert is made up of flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 26-feb-2018: pfs and medical record received: reporter information , patient details, other relevant history, concomitant products, perforation (uterus), migration of essure device location of device: uterus), hypothyroidism, left and right lower abdomen), lower back pain, groins and both legs, bladder or urinary problems or changes, urinary problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('malposition of the right essure coil / concern for perforation/perforation (fallopian tubes)'), uterine perforation ('perforation (uterus) / migration of essure device location of device: uterus') and device breakage ('after removal it was found that the device was fractured') in a 42-year-old female patient who had essure (batch no. B53029) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage in 2011, multigravida ((B)(6) 1991, (B)(6) 2002, (B)(6) 2004, (B)(6) 2012) and parity 1. Previously administered products included for an unreported indication: mirena. Concurrent conditions included overweight. Concomitant products included ibuprofen, levonorgestrel (mirena), levothyroxine sodium (levothyroxin), levothyroxine sodium (synthroid) and sertraline hydrochloride (zoloft). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 1 month 21 days after insertion of essure. On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain/pain"), menstrual disorder ("menstruation complications"), hypothyroidism ("hypothyroidism"), abdominal pain lower ("left and right lower abdomen"), back pain ("lower back pain"), pain in extremity ("both legs"), groin pain ("groins"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse),"), depression ("psychological or psychiatric problem (depression)"), anxiety ("mental anguish"), fatigue ("fatigue") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and partial removal of the essure device). Essure was removed on 11-dec-2014. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, menstrual disorder, hypothyroidism, pain in extremity, groin pain, bladder disorder, urinary tract disorder, dyspareunia, depression and anxiety outcome was unknown and the pelvic pain, abdominal pain lower, back pain, fatigue and genital haemorrhage had resolved. The reporter considered abdominal pain lower, anxiety, back pain, bladder disorder, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, groin pain, hypothyroidism, menstrual disorder, pain in extremity, pelvic pain, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: on (B)(6) 2014, it was determined that there was malposition of the righ essure coil and there was concern for perforation and severe pelvic pain and it was believed that the device would be easy to pass. Plaintiff was seen by doctor in regards to partially removing the essure device. After removal and upon examination it was found that the device was fractured. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: results: unilateral occlusion (left tube occluded); on (B)(6) 2014: results: incomplete occlusion of the right fallopian tube. On (B)(6) 2014, it was determined that there was malposition of the righ essure coil. Lot number: b53029; manufacture date: 2013-07; expiration date: 2016-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('malposition of the right essure coil / concern for perforation/perforation (fallopian tubes)'), uterine perforation ('perforation (uterus) / migration of essure device location of device: uterus') and device breakage ('after removal it was found that the device was fractured') in a 42-year-old female patient who had essure (batch no. B53029) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage in 2011, multigravida (B)(6) 1991, (B)(6) 2002, (B)(6) 2004, (B)(6) 2012) and parity 1. Previously administered products included for an unreported indication: mirena. Concurrent conditions included overweight. Concomitant products included ibuprofen, levonorgestrel (mirena), levothyroxine sodium (levothyroxin), levothyroxine sodium (synthroid) and sertraline hydrochloride (zoloft). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 1 month 21 days after insertion of essure. On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain/pain"), menstrual disorder ("menstruation complications"), hypothyroidism ("hypothyroidism"), abdominal pain lower ("left and right lower abdomen"), back pain ("lower back pain"), pain in extremity ("both legs"), groin pain ("groins"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse),"), depression ("psychological or psychiatric problem (depression)"), anxiety ("mental anguish"), fatigue ("fatigue") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and partial removal of the essure device/salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, menstrual disorder, hypothyroidism, pain in extremity, groin pain, bladder disorder, urinary tract disorder, dyspareunia, depression and anxiety outcome was unknown and the pelvic pain, abdominal pain lower, back pain, fatigue and genital haemorrhage had resolved. The reporter considered abdominal pain lower, anxiety, back pain, bladder disorder, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, groin pain, hypothyroidism, menstrual disorder, pain in extremity, pelvic pain, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: on (B)(6) 2014, it was determined that there was malposition of the righ essure coil and there was concern for perforation and severe pelvic pain and it was believed that the device would be easy to pass. Plaintiff was seen by doctor in regards to partially removing the essure device. After removal and upon examination it was found that the device was fractured. Diagnostic results (normal ranges are provided in parenthesis if available):body mass index was 25.2 kg/sqm.hysterosalpingogram - in july 2014: results: unilateral occlusion (left tube occluded); on (B)(6) 2014: results: incomplete occlusion of the right fallopian tube. On (B)(6) 2014, it was determined that there was malposition of the righ essure coil. Quality-safety evaluation of ptc:unable to confirm complaint most recent follow-up information incorporated above includes:on (B)(6) 2020: quality safety evaluation of ptcwe received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("malposition of the right essure coil / concern for perforation") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and clinically significant/intervention required), device breakage ("after removal it was found that the device was fractured"), pelvic pain ("severe pelvic pain") and menstrual disorder ("menstruation complications"). The patient was treated with surgery (partial removal of the essure device). At the time of the report, the fallopian tube perforation, device breakage, pelvic pain and menstrual disorder outcome was unknown. The reporter considered fallopian tube perforation, device breakage, pelvic pain and menstrual disorder to be related to essure. The reporter commented: on (B)(6) 2014, it was determined that there was malposition of the right essure coil and there was concern for perforation and severe pelvic pain and it was believed that the device would be easy to pass. Plaintiff was seen by doctor in regards to partially removing the essure device. After removal and upon examination it was found that the device was fractured. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2014: hysterosalpingogram result was incomplete occlusion of the right fallopian tube. On (B)(6) 2014, it was determined that there was malposition of the right essure coil. Company causality comment: this spontaneous report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced malposition of the right essure coil / concern of perforation (conservatively interpreted as fallopian tube perforation) and after removal it was found that the device was fractured (seen as device breakage). The right essure was removed some months after insertion. There was no information on outcome or on whether a perforation had been confirmed. Fallopian tube perforation was considered serious due to medical significance, device breakage is per se non-serious. Both events are anticipated in the reference safety information of essure. The insertion and use of essure can be complicated by device issues and perforations, particularly if certain risk factors exist. In this particular case there was no anamnestic information, but the plaintiff had started to suffer from severe pelvic pain and unspecified menstrual complications some time after the essure insertion. A hysterosalpingogram (hsg) showed then that the right coil was malpositioned, and removal of the right coil was decided. Given the nature of the events and their temporal course, a causality of essure cannot be excluded (related). The case was regarded as incident because of device removal. A product technical analysis is expected. Further information is expected only through the litigation process..